Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was unknown at the time of the incident. The customer reported when she connected transmitter it did not flash. Was fully charged when she took of charger and it flashed. The customer said she recently lost weight and therefore she was advised to try a site higher on abdomen. The customer was told to remove sensor and there was no electrode. The customer said she also took out the sensor before at 5 days, and was having issues and the electrode was bent. The sensor will not be returned for analysis.